Event description:
It was reported during a laparoscopic appendectomy while using an atw35 the device worked on the first firing but when reloaded the stapler "did not work." No additional information on the case is available at this time. There was no consequence to the patient.